Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. Please see updated sections: d4,g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was determined to be as a result of faulty handpiece. Based on the functional checklist and DHR, the unit was shipped free from damages. This suggest that the damages may have been incurred during transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device motors were found working intermittently. The gears were not spinning. In addition, the housing was found with minor scratches. The device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device gears were found not working. There were no further details provided regarding the reported event. No patient involvement reported. No user harm or injury reported due to the event.